Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was described as, ¿not a huge amount has leaked, but there is definitely more moisture than there should be in the pouch¿. The leak was discovered at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: expiration date, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. During visual inspection fluid was observed inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened winged cap. Microscopic inspection observed no signs of surface roughness inside the cap. Functional leak testing was performed by filling the unit with green color water to the nominal volume. After fill and prime, the cap was hand tightened and monitored until the next day; no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.